Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Stelkast was made aware that a patient underwent revision of a left knee for an unknown reason.